Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause of the reported excessive pressure is use-related inflow tubing performance, such as partial occlusion, kinking, or improper tubing setup that restricted fluid flow, causing the pump to increase output pressure to maintain the set pressure level.

Event description:
On 10/16/2025, a sales representative reported via (B)(4) that an ar-6480 dw arthroscopy pump produced excessive pressure entering the shoulder joint during use. The patient was not affected by the issue. Additional information was received on 10/23/25 from the rep, who advised that the event occurred during an arthroscopic shoulder scope. Inflow tubing was used during this procedure. The lot information was not obtained. The pump setting was at 50, which is the standard for shoulder arthroscopy. The dualwave was replaced during the procedure. Extravasation did not occur.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.